Event description:
It was reported that during a laparoscopic clip sterilization procedure, the seal of the device was missing. The seal was found in the pt's pelvis and removed. There was no pt consequence.